Event description:
The customer contact reported the pt received more medication than intended. On (B)(6) 2012 at 2105, the device was programmed to deliver regular insulin 100 units/100 mls, at a rate of 5 unit/hr, and the delivery was started. At 0145, the nurse noted the insulin container was empty; however, the display indicated a vtbi (volume to be infused) of the pt's blood sugar was drawn with results reported as 80 mg/dl. There were no reported adverse pt effects. No medical interventions were required. The customer contact reported the pt's blood sugar was monitored in the emergency department for an unspecified length of time, and the pt was admitted to the hospital at an unspecified time that evening. The device was removed from clinical service. Though requested, no add'l info was provided. Including if therapy was resumed using a replacement device.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.65 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of (B)(4). Based on the data verified, hospira could not attribute the issue to the device. The history was downloaded at the service center. A review of the device history indicated on (B)(6) 2012 at 2059, the device was programmed using the drug library for delivery of regular insulin 100 units/100 ml, at a rate of 5 ml/hr, with a vtbi of 98 ml, and the delivery was started. Between 2209 and 2210, the delivery was stopped and started. A new day of (B)(6) 2012 occurred. At 0052, a distal occlusion alarm occurred and was cleared. At 0053, the delivery was stopped and started. Between 0133 and 0136, an air in line alarm occurred, the delivery was stopped, the cassette was ejected, the alarm was silenced 3 times and the device was powered off. This report represents all the info known by the reporter upon query by hospira personnel.